Event description:
It was reported by customer that the device (septal stapler) failed to dispense the sutures. A delay of more than 30 minutes was observed during the procedure. No patient injuries reported. Unknown device part number information.

Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There is a relationship between the returned device and the reported event. Visual evaluation of the returned device shows a significant amount of dried blood present on the distal tip. The blue indicator is visible by looking on the side of the distal tip. The trigger was squeezed and the implant guide needle protruded from the deploy chamber which signifies that there are no staples remaining on the returned device. The complaint has been verified and the root cause for this event is the entact septal staplers reached its end of useful life as all staples were ejected. There are several factors that could contribute to the sutures not staying in the septum such as: an attempt was made to staple thick or hard tissue, placing the staple at the edge of cartilage, or an attempt to staple tissue in a constrained anatomical area which prevents the stapler arms from opening completely. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device was intended to be used for treatment. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Several factors could tribute to the reported complaint. It is possible that the tab was not pulled in order to deploy the staples, exposure to extreme temperatures, excessive blood or tissue could jam the staples in the block, the implants could have been misaligned within the holding block or that the implants were not properly set originally.